Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the medical records indicated that the patient had underwent a revision due to a failed tha, and subsequently suffered an nstemi. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: xl-200148 act artic hd arcom xl 28x42mm 140080, 00625006530 bone scr 6.5x30 self-tap 64208453, 00625006525 bone scr 6.5x25 self-tap 64175215, item #00877502801 bioloxâ® delta, ceramic femoral head, s, ã¸ 28/-3.5, taper 12/14 lot #2907334, item #0100102219 wagner sl revisionâ® hip stem, uncemented, ã¸ 19/225, taper 12/14 lot #2937791, item #110024463 g7 dual mobility liner 42mm e lot #772480. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01797, 0001825034 - 2019 - 01904.

Event description:
It was reported that a patient underwent revision of left total hip arthroplasty for implant failure. Subsequently the patient was diagnosed and treated for nstemi postoperative after two days, which delayed the patients discharge. Also approximately 2 weeks post discharge experienced an isolated episode of hypertension that required an emergency room visit. Additional information was requested, however none was available at this time.